Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of annual required inspection. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, cracked glue on the light guide lens and objective lens was found. There was no patient involvement.